Manufacturer narrative:
The investigation did not identify a specific product problem. The cause of the event could not be determined. The issue was consistent with a lower than intended target concentration in the sample volume analyzed by the assay.

Event description:
There was an allegation of false negative enterococcus and enterococcus faecali results for one blood culture sample using the cobas® eplex blood culture identification gram-positive panel (bcid-gp) assay on a gm eplex base analyzer. The gram stain result was gram positive cocci in pair/chains and gram-negative rods. The culture results were e. Coli, p. Mirabilis, and enterococcus faecalis. There was no vancomycin-resistant enterococci (vre). From the eplex, the pan gram-negative result was positive and the enterococcus and e. Faecalis results were "not detected". The same sample was repeated on (B)(6) 2025 and showed the expected results of pan gram-negative and enterococcus and e. Faecalis were all "detected".

Manufacturer narrative:
The gm eplex base serial number was (B)(6). The investigation is ongoing.